Event description:
The MFR received info alleging an alarm sounded during use. The pt was switched to another unit because the airway pressure needle gauge functioned erratically. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The reported "alarm" was found to be a noise emanating from the check leaf valve, rather than an actual alarm condition. The check leaf valve was found to be loose. The device's check leaf valve was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.